Event description:
A malfunction alarm was reported, displaying malfunction code 9, with fault ID 0x20f1 and no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, successfully resolving the malfunction as it did not recur. The customer declined to resume insulin and restart the sensor during the call but was informed to continue using the pump and to contact support if the issue recurs, which they acknowledged and understood.